Event description:
During percutaneous transluminal angioplasty of the right superficial femoral artery with difficult patient anatomy, the 4.0 balloon ruptured even before it reached the recommended balloon pressure. An advantage glidewire was being used during the procedure. It was at first difficult to remove both the glidewire and the balloon catheter, but both were eventually retrieved intact without any harm to the patient.